Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. On an unspecified date, sensor readings of 259 mg/dl, 320 mg/dl and 302 mg/dl were received and compared to built-in results of 148 mg/dl, 205 mg/dl and 233 mg/dl respectively. On (B)(6) 2019, customer received unspecified high reading on the sensor and lost consciousness for a few seconds while riding the motorcycle. Customer's friend provided grape sugar and cola and no further treatment was reported. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. On an unspecified date, sensor readings of 259 mg/dl, 320 mg/dl and 302 mg/dl were received and compared to built-in results of 148 mg/dl, 205 mg/dl and 233 mg/dl respectively. On (B)(6) 2019 customer received unspecified high reading on the sensor and lost consciousness for a few seconds while riding the motorcycle. Customer's friend provided grape sugar and cola and no further treatment was reported. Based on the information provided, there was no report of death or permanent injury associated with this event.